Manufacturer narrative:
No report of patient involvement. The hospital did not return call from ge healthcare. No further event or repair information available.

Event description:
The hospital reported the expiratory valve sticking potentially resulting in an over delivery of o2 pressure. There is no report of patient involvement.